Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was present for a routine follow-up, no output was seen on atrial channel. Atrial pacing could not be seen on a real time electrogram due to a marker channel anomaly. It is possible the source was a telemetry interference. No changes will be made on the device. The patient will be monitored.